Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm in diameter fusiform abdominal aortic aneurysm with an infra-renal angle of 3 degrees. Proximal aorta was 28 mm in diameter and 24 mm in length. Distal aorta was 43 mm in diameter. Right iliac artery was 18 mm in diameter and the left iliac artery was 16 mm in diameter. The right and left femoral arteries were 9 mm in diameter. The right iliac artery was severely tortuous. The left iliac artery was moderately tortuous. The circumferential aortic mural thrombus/calcification at the proximal neck was 10%. It was reported that a recent CT noted that the aneurysm was 67 mm in diameter. A technical observation showed evidence of an unknown endoleak. It was determined that the patient had a type ib endoleak (right limb). The aneurysm was 67 mm in diameter. The cause of the type ib endoleak is the right limb of the stent graft pulled out of right common iliac artery. The patient was treated with a limb extension. The investigator assessment states that the event is not related to the study device; however, it is related to the study procedure. It was reported that after completion of the intervention, the cuff had not resolved the distal type I endoleak. The physician used 2 endurant iliac extensions. After the secondary intervention an endoleak, unknown was noted and left uncorrected. A CT with contrast was done recently and the aneurysm is currently 64 mm in diameter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of event. Conclusions: endoleak. Unknown cause of event.